Event description:
Additional information received identified that patient underwent surgical intervention wherein, the entire system was explanted to address the issue.

Manufacturer narrative:
A patient experiencing ineffective stimulation due to high impedance was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy and uncomfortable stimulation. System diagnostics recorded high impedances on one lead. Surgical intervention is pending to address the issue. The investigation was unable to determine the lead that recorded high impedances.